Event description:
That the product caused or contributed to an adverse event. On (B)(6) 2016, the reporter contacted lifescan USA, alleging ¿usb cable/ac adaptor missing.¿ this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.